Event description:
Surgeon stated the pt was experiencing pain secondary to mis-sized left fossa-eminence prosthesis and displacement of the condylar prosthesis due to loose screws. The condylar prosthesis was repositioned and new screws used. The left fossa was replaced with another fossa prosthesis.